Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtornic received information that a patient treated with a react-68 catheter and solitaire sfr4 stent had increased extent of middle cerebral artery infarction was seen in the follow up image. This is not clinically significant. There was no treatment for this event. Nihss score: 9, mrs score: 5. The event is resolving. The event was assessed as possibly related to the procedure. Location of proximal face of clot 1: pre-procedure mtici score: 2a. Final post-procedure mtici score: 0.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported a final post-procedure mtici score: 2a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting final post-procedure mtici score 2a ; post-procedure 24h nihss 8 and outcome of the event is recovering/resolving. Symptoms were not reported in the ae description, however nihss baseline9 - 24h nihss 8 ¿ discharge nihss 6. There was no hospitalization, treatment, or actions taken to resolve the increased infarction. Causality assessment provided as : not related. The cause of the increased infarction was not confirmed by the investigator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the onset date was (B)(6) 2024. The event resolved is not resolved. Post-procedure mrs score: 2.